Event description:
The customer reported the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the pump was programmed in the recovery room to deliver morphine 5mg/ml in the pca only mode. No further programming parameters were provided. After an unspecified length of time when the pt was transferred back to the hospital room, the device was plugged into an ac power outlet and powered on. The customer contact reported the device "shut off shortly" after arrival without sounding an audible alarm tone. The customer contact reported that the device remained in clinical use and plugged into an ac outlet. The customer contact reported that after an hour, the device again powered off by itself without sounding an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device was tested on battery power only and powered off by itself. The customer could not specify if the device sounded an audible alarm tone prior to powering off. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded at the user facility. A review of the history indicates that on (B)(6) 2011 between 1656 & 1658, the device was powered on, operating on battery power, morphine 5mg/ml was confirmed, (B)(6), & the device was programmed to deliver in the pca+continuous mode, with a 0.5mg pca dose, a 6min pt lockout, a 0.5mg/hr continuous rate & no set dose limit. At 1702, pump was reprogrammed with a 10min pt lockout. At 1737, a power loss alarm occurred. At 1738, the pump was powered on, operating on ac power, the previously programmed settings were retained & confirmed, the infusion started & the door locked. At 0000, a new date stamp of (B)(6) 2011 occurred. At 0518, pump reprogrammed in pca only mode with the previously programmed settings. At 0923, pump reprogrammed to deliver 1mg pca dose. At 0932, the device was operating on battery power. At 0943, the pump was operating on ac power. At 1052, the pump was operating on battery power. At 1059, the pump was operating on ac power. At 1136, the pump was operating on battery power. At 1205, there was a power loss alarm. Between 1223 & 1224, the pump was powered on, operating on ac power, & the previously programmed settings were retained. At 1302, pump operating on battery power. At 1347, a power loss alarm occurred. This report represents all the info known by the reporter upon query by hospira personnel.